Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed, the meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/16/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis respectively on the same day with the following findings: the test strips passed all testing with no faults found. The primary complaint was not confirmed. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient in the (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurate readings. On (B)(6) 2012 the technical support representative (tsr) spoke with the patient to obtain and clarify information. On (B)(6) 2012 at 1:30 am, the patient obtained the blood glucose reading of 15.9 mmol/l (286 mg/dl) on the reported meter, which he claimed was inaccurately high. The patient's usual reading at that time of night is approximately 11.0 mmol/l. The patient noted that he does sometimes test and take insulin at that time of night. At that time, the patient experienced no symptoms of high or low blood glucose levels. Based on this elevated reading, the patient took humalog insulin 4.0 units. At 4:30 am the patient experienced the symptoms of sweating and disorientation, and he felt hypoglycemic. While symptomatic, the patient tested his blood glucose level to be 4.7 mmol/l (85 mg/dl) using the reported meter. The patient was treated with lucozade glucose drink, and felt better afterwards. He did not seek any medical attention. The patient reported that on (B)(6) 2012 at an unknown time, he obtained a blood glucose reading of 11.0 mmol/l. The patient ate a normal dinner, and had taken his usual dose of lantus insulin in the morning. The patient manages his diabetes with lantus solostar insulin 38 units in the morning, and humalog insulin based on meter readings. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with glucose to alleviate his symptoms. Therefore this complaint is being reported.